Manufacturer narrative:
From the users narrative we draw the conclusion the user instruction has not been considered diligently. The risk of shearing off the catheter and how to avoid this clearly outlined, written in bold letters. The adverse event experience is localized in germany. No specific corrective action due to mitigative prevention of hazards is assigned to this report. A review of a possibly affected device history record, sterilization record (batch 702) and the raw material history files for the reported batch showed no recorded quality problems or rejections related to this incident. Patient is doing well. If no further info is avail allowing pajunk to determine if it is a systematic pajunk product problem, the file is considered as closed.

Event description:
Continuous anterior nervus-ischiadicus block. On removing the catheter, it tear apart/sheared off. Physician decided to leave the remaining fragment within the patient's body. Patient is doing well.